Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was returned for analysis. The reported sheath detachment was confirmed. Difficulty removing the device could not be replicated in a testing environment as it was based on operational circumstances. It should be noted that the proglide instructions for use, states: do not advance or withdraw the perclose proglide smc device against resistance until the cause of that resistance has been determined. In this case, the force applied to remove the device was circumstantial due to the reported difficulties. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with a proglide device using the pre-close technique via a 6f sheath prior to a thoracic endovascular aortic repair (tevar) interventional procedure. Reportedly, the lever was returned to the original position and the foot was closed prior to removal of the proglide device; however, resistance was noted and the device could not be removed. Force was applied, the whole device came out and separated into two pieces as it was being removed, both parts were removed. No tissue damage was noted. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to a 16f and the tevar procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.